Manufacturer narrative:
(B)(4).one (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; lot # was not confirmed with sample received. During visual inspection, observed was a disassembled stapler , and all the components that are assembled in cartridge (go inside the cartridge), are components that are missing. Although; from the sample received, the defect reported by the customer "fell apart" during visual inspection was observed, the root cause for this issue is considered unknown. Functional testing could not be performed to try duplicating this defect. A corrective action cannot be established due to the sample condition. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. However, we will continue to monitor trending of similar complaints.

Event description:
As the trigger was pulled it fell part. No animal was harmed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product visistat 35r 6/box, lot number 73c1500217 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: as the trigger was pulled it fell apart. No animal was harmed. The patient's condition was reported as fine.